Event description:
Instrument failure - due to the bolt that fixates the reverse shoulder prosthesis (rsp) drill guide, 804-03-048, into the baseplate broke off inside the baseplate.

Manufacturer narrative:
The reason for this complaint was to report the bolt that fixates the reverse shoulder prosthesis (rsp) drill guide into the baseplate broke off inside the baseplate. This occurred during surgery, near the patient. The healthcare professional indicated there was a 20 minute delay in surgery and another suitable device was available for use. The surgery was completed as intended. There was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. When the reported event occurred the instrument may have been in service for over 3.1 years. The device was made available to (B)(4) for examination. Examination of the returned drill guide shows the threaded end (not returned) of the thumb screw had broken off. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Summary of complaints: 7 functional, 6 dull/worn, 1 fit, 1 locking mechanism damaged, 2 seized/galled, 11 threads damaged/galled, 3 missing feature, 5 bent, 62 broke/cracked/damaged, 5 hardware missing/lost, 1 end of life. This is the 6th investigation against this lot number. A review of the device history record (DHR) revealed the product was manufactured to revision level specifications. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. The reported condition can be indicative of excessive torque applied via the hex driver and care must be taken to avoid compromising their performance. Refer to instrument IFU 0400-0146 "recommendations for the care and handling for (B)(4) instruments. This is not an event associated with a product failure, malfunction or issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time.